Manufacturer narrative:
Qn#(B)(4). Device evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of interlumen crossover is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that "a clear solution followed by blood was coming out into the 1.5 ml syringe via the balloon inflation lumen; contact between the balloon inflation lumen with the other channel of the set are suspected. To their knowledge, there should be no communication between the balloon inflation lumen with the other channel of the set." There is no patient information, procedure information or event outcome information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "a clear solution followed by blood was coming out into the 1.5 ml syringe via the balloon inflation lumen; contact between the balloon inflation lumen with the other channel of the set are suspected. To their knowledge, there should be no communication between the balloon inflation lumen with the other channel of the set." There is no patient information, procedure information or event outcome information.